Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 269 mg/dl. Customer declined troubleshooting from tandem technical support, therefore no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.